Manufacturer narrative:
Very limited information was provided to the representative. Attempts to obtain additional information have not been successful. Patient information: unk. Relevant tests/laboratory data :unk. Other relevant history : unk. Device model number, lot number, catalog number, expiration date and UDI: unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number : unk.

Event description:
A philips representative became aware on 10 aug 2021 that a lead extraction procedure commenced on (B)(6) 2021. Two leads were present within the patient, a right atrial (ra) and right ventricular (rv) lead. During use of a laser (the facility stocks spectranetics glidelight laser sheaths), a superior vena cava (svc) perforation occurred. Tamponade resulted. Rescue efforts began, including chest compressions and sternotomy. Unfortunately, the patient did not survive the rescue efforts. This report captures the glidelight device in use when an svc perforation occurred, requiring intervention and resulting in death.